Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a suction loss occurred and lost 3 procedures. First the patient moved then the doctor was not able to create the flap. Doctor elected to proceed with photorefractive keratectomy (prk) and completed procedure successfully.

Manufacturer narrative:
Correction: section d4 - model# was provided as pi-ret in the initial report. The correct model# is 590106an as provided in this follow-up report. Additional information: 1 opened patient interface (pi) lot #60251993 was received within original packaging confirming the reported lot number. A visual inspection of the returned product revealed no obvious defects or damage. Functional testing was performed with all results within specifications. The reported issue could not be confirmed. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The review of the device history record (DHR) showed that there were no issues or non-conformities. The pi met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.